Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states end user alleged the seat upholstery and back is worn out.